Manufacturer narrative:
Initial reporter and event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) was not charging. No patient involvement and no harm were reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that device had a broken ground prong on power cord. The power cord assembly reel was replaced. Product passed all functional and safety tests per manufacturer specifications.